Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that the ID now caused an electrical shock to the operator. The operator was hospitalized for 24 hours for observation. And placed on sick leave at the time of the report. Per the customer the operator is "fine".additional information was requested but not received.

Manufacturer narrative:
Investigation: detailed inspection of the returned abbott equipment, no construction or functional defects were identified that could present a shock hazard to the end user. There was no evidence that there was a significant discharge of electricity that would have caused harm to the operator. An electrical safety compliance review was performed, and no design faults or test certification gaps were identified. The potential root causes for this event are: unidentified ac line voltage distribution fault the potential exists that the user could have been exposed to electrical shock from the ac mains (electrical outlet) through an unidentified fault in the user-supplied ac distribution equipment. Electrostatic charge accumulation there could have been an electrostatic charge accumulation on the metal transport cart which when discharged could cause discomfort to the operator.